Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. An xtw clip (40930r2054) was inserted and deployed on the tricuspid valve. To further reduce tr, an additional xtw clip (41211r1029) was inserted into the valve. During placement of the second clip, it was observed that the first clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was noted that the second clip came into contact with the first clip, causing the slda. The second clip was deployed to stabilize the slda. To further reduce tr, an additional clip was implanted, reducing tr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated, and the reported device damaged by another device (dislodged) and single leaflet device attachment appears to be related to procedural conditions associated with the second clip interacting with this first implanted clip, causing slda of this implanted clip. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.